Event description:
It was reported that subsequent to the implant of a protegen sling in 1997, the pt experienced injuries including an anchor imbedded in the pt's left hip that couldn't be removed, numerous urinary tract infections, a rash from the pt's hips to the pt's knees, a vaginal polyp, pain, infection and discharge. The polyp was removed surgically in 1998, and the sling was removed in may of 2000. The device was not returned for eval.